Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies and resumed insulin delivery. The customer's blood glucose was 235 mg/dl. A system check was performed with tandem technical support and no issues were identified.